Event description:
It was reported that the pt had their device explanted and replaced due to difficulty with recharging. The pt recovered without sequelae. See also MFR report # 3004209178200906072.

Manufacturer narrative:
(B) (4).